Event description:
The download data for a (B)(6) male pt revealed several battery charger faults. Zoll customer support contact the pt and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation, the battery charger was unable to charge a battery pack. The cause of the battery charger faults is contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unk contaminant. No adverse event results from the contaminated charger/modem. The pt received a replacement charger/modem.